Event description:
It is reported that during a revision surgery, for an unknown reason, the femoral head provisional fractured. The broken off piece from the trial was not recovered.

Manufacturer narrative:
This report will be amended when our investigation is complete.